Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.

Event description:
On 04/22/2025, it was reported by a sales representative via phone that (2) ar-3636h self bunching 1.8 knotless hip fibertak®soft anchors backed out, an ar-3638dhs-2 disposables kits handle bent, and an ar-4068hl swiftstitch¿ suture passer bent. This occurred during a hip arthroscopy on (B)(6) 2025 where additional ar-3636h was used, and a birdbeak was used to complete the case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.